Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that in the morning of the patient's return from vacation, the patient arrived at the airport and proceeded home. Shortly after arriving, she fell asleep. During this time, she experienced a seizure. Her boyfriend noticed that the insulin pump was not displaying any readings, prompting the dispatch of emergency medical personnel to their residence. Upon arrival, paramedics confirmed that the insulin pump was not registering any data. A blood glucose test revealed a level of 55 mg/dl, indicating hypoglycemia. Additionally, the patient's dexcom device was also failing to provide readings. The paramedics, accompanied by her boyfriend, transported the patient to the emergency room. There, the attending physician administered an insulin injection (no information why the patient was treated with insulin during hypoglycemic event) and performed both a CT scan and an x-ray. The patient was hospitalized from saturday (B)(6) to sunday morning, (B)(6). She was discharged at approximately 8:00 am and returned home around 10:00 am. At the time of the report, the patient continued to experience fatigue and was focusing on rest and recovery. It was reported that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.